Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep replaced the left monitor. The system operates as intended.

Event description:
It was reported that the 9800 system the left monitor went blank during a case. The system had to be rebooted and the monitor would not come back on. Another unit had to be brought in to finish the case. No patient injury was reported.